Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: examination of the complaint device revealed that the stent was no longer present on the sds. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was in a tightly folded condition and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulties and stent dislodgement occurred. Access was obtained through the radial artery. The 90% stenosed, 8x2.75mm, eccentric and denovo target lesion was located in the severely tortuous and severely calcified left circumflex (cx). The lesion was predilated with a 2.0x15mm apex balloon catheter and the residual stenosis was 80%. After advancing a 16x2.5mm taxus liberte stent delivery system (sds), the system was pulled back and there was resistance. When the sds was pulled back into the guide catheter, the stent dislodged in the left main. The stent was crushed against the vessel wall with a 3.0x12mm non-bsc stent. During this procedure, a 2.25x16mm taxus stent was placed in the mid cx and a 2.25x8mm taxus atom stent was placed in the ostial cx. The lesion was post dilated with a 3.0x12mm nc quantum balloon. No additional patient complications were reported and the patient's status is ok.